Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. During a post-operative follow up the patient presented with pain in left buttock. A CT scan was carried out and left limb occlusion was confirmed. The physician stated the cause of the occlusion was due to the angular and narrow terminal aorta (16mm). The physician performed an intervention and a femoral-femoral bypass surgery was performed, resolving the event. No additional clinical sequelae were reported and the patient is doing fine.